Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (100mcg/ml, 800mcg/ml) via an implantable infusion pump for the treatment of non-malignant pain and chronic low back pain. It was reported that the healthcare provider (hcp) was unable to aspirate through cap port or catheter by itself. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The hcp was unable to drain catheter on field so he decided to do a full catheter replacement. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.